Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture, "pain, uneven breast sizes and exchange from textured to smooth breast implants due to the patient¿s concern with the product". Device has been explanted.

Manufacturer narrative:
Device evaluation: .based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on radius side assessed as fold flaw opening. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ visibility/palpability: unable to observe as it is a medical event not related to the device. ¿ pain: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed creases on the device. ¿ observed stress marks on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture, "pain, uneven breast sizes and exchange from textured to smooth breast implants due to the patient¿s concern with the product". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.